Manufacturer narrative:
The 3003721894-2017-00040 is associated with (B)(4), super poligrip (unspecified zinc free variant).

Event description:
Her mother pasted away , did not state a specific cause of death [unknown cause of death]. Case description: this case was reported by a consumer and described the occurrence of death nos in a (B)(6) year-old female patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number (B)(4), expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. Concurrent medical conditions included heart disease, unspecified and diabetes. Concomitant products included no therapy. On an unknown date, the patient started super poligrip (unspecified zinc free variant). On an unknown date, an unknown time after starting super poligrip (unspecified zinc free variant), the patient experienced death nos (serious criteria death and gsk medically significant) and product complaint. On an unknown date, the outcome of the death nos was fatal and the outcome of the product complaint was unknown. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the death nos to be related to super poligrip (unspecified zinc free variant). Additional details: this is an initial spontaneous report received on 20 january 2017. The consumer stated her mother who was (B)(6) years of age used the super poligrip product unspecified variant. The consumer stated that her mother passed away. The consumer also said her mother had heart disease and was diabetic. The consumer did not state a specific cause of death. The consumer stated her mother had these symptoms before the use of the product. The lot number for the product was a23t. No other information was gathered.